Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], can no longer move her pelvis [pelvic pain female], pain moving from sitting to standing [pain upon movement], tinnitus [tinnitus] , there were enormous blisters around the implants [blister]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), pelvic pain ("can no longer move her pelvis"), pain ("pain moving from sitting to standing"), tinnitus ("tinnitus") and blister ("there were enormous blisters around the implants"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, pain, tinnitus or blister. The reporter commented: patient is 46 years old and has lived in for three years. She is one of the patients who was told about the advantages of these implants. ¿in 2015, I had the implants inserted. I never wanted to have children. I requested tubal ligation, but I was told that was obsolete, that these implants were safe and they would work really well,¿ she says. I soon regretted it. There are a lot of us who soon regretted it! Essure implant carrier between 2015 and 2017. She reports suffering major problems following the insertion of these implants: I had terrible abdominal pain; I couldn't move my pelvis anymore. Moving from a sitting to a standing position was an ordeal. I also suffered from tinnitus,¿ she adds. It took me two years on a medical journey before I came across a wonderful surgeon, who really listened to me. Essure implant carrier between 2015 and 2017. Is one of the women who have filed a class complaint against the laboratory bayer, with the association resist and the support of the dante board of lawyers, which supports the victims of damage associated with health products, such as mediator, for example. This complaint was unsuccessful 2022, despite the scientific study concluding in the existence of the toxicity of the implants. The administrative court of paris ruled that ¿the homogeneity of the symptoms described by the patients was not proved. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Can no longer move her pelvis [pelvic pain female]. Pain moving from sitting to standing [pain upon movement]. Tinnitus [tinnitus]. There were enormous blisters around the implants [blister]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ("abdominal pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in november 2017. On unknown date she experienced abdominal pain (seriousness criterion intervention required), pelvic pain ("can no longer move her pelvis"), pain ("pain moving from sitting to standing"), tinnitus ("tinnitus") and blister ("there were enormous blisters around the implants"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, pain, tinnitus or blister. The reporter commented: patient is 46 years old and has lived in for three years. She is one of the patients who was told about the advantages of these implants. ¿in 2015, I had the implants inserted. I never wanted to have children. I requested tubal ligation, but I was told that was obsolete, that these implants were safe and they would work really well,¿ she says. I soon regretted it. There are a lot of us who soon regretted it! Essure implant carrier between 2015 and 2017. She reports suffering major problems following the insertion of these implants: I had terrible abdominal pain, I couldn¿t move my pelvis any more. Moving from a sitting to a standing position was an ordeal. I also suffered from tinnitus,¿ she adds. It took me two years on a medical journey before I came across a wonderful surgeon, who really listened to me. Essure implant carrier between 2015 and 2017. Is one of the women who have filed a class complaint against the laboratory bayer, with the association (B)(6) and the support of the (B)(6) board of lawyers, which supports the victims of damage associated with health products, such as mediator, for example. This complaint was unsuccessful 2022, despite the scientific study concluding in the existence of the toxicity of the implants. The administrative court of paris ruled that ¿the homogeneity of the symptoms described by the patients was not proved. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-may-2025: quality safety evaluation of product technical complaint. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.